Event description:
It was reported that the pump declared alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. The customer did not wait until prompted to remove the used cartridge, leading to a recurring cartridge alarm even after trying to load a new cartridge following proper techniques. As a result, it was determined that the pump needed replacement.